Event description:
Complainant indicated that the clinicians were attempting to treat a 70 year old female pt in a code situation. They performed cardiopulmonary resuscitation and administered drugs to the pt. The clinicians attempted to power-up the device in an attempt to monitor the pt, but when they turned the power switch to the 'on' position, the device would not power up in either battery or ac mode. The clinicians were able to obtain another device to treat the pt. The pt subsequently expired, but the complainant indicated that the "physician does not feel the lack of a functioning monitor/defibrillator/subsequent delay in securing same contributed in death of this pt. Pt died as a result of pulmonary embolism.